Event description:
The manufacturer received information alleging a ventilator failed a circuit test. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues. The device had evidence of water ingress.